Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl and seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports "development of anaplastic large cell lymphoma associated with breast implant" on the right side. Follow-up with physician reveals following right side events: ¿appearance of erythematous papular lesion on skin of breast, with subsequent ulceration. MRI investigation revealed partially organized fluid build-up in subcutaneous region.¿ there was ¿a periprosthetic collection of fluid with a maximum diameter of 5.5 cm was observed¿ on the right side and an additional ¿small fluid build-up with a maximum diameter of 2.5 cm¿ in the right ¿subcutaneous location.¿ physician provided following pathology results of the right side: ¿periprosthetic dermo-hypodermic localization of peripheral t-cell lymphoma, anaplastic, large-cell, alk-negative (null cell phenotype). Immunohistochemical analysis of the neoplastic cells was positive for cd30 and negative for cytokeratin ae1/ae3, e-cadherin, cd20, pax5, cd2, cd3, cd4, cd5, cd8, granzyme, perforin, alk(5a4), alk (dako)." The pathological markers cd30+ and alk- confirm the report of anaplastic large cell lymphoma (alcl). Device has been explanted.